Event description:
It was reported that the lma-fastrach et tube was placed in a patient in the or. The et tube remained in for approximately 24 hours while patient was ventilated in the cardiovascular ICU. The ventilator began to alarm while medical personnel were present at the patient's bedside. It was reported that no airway obstruction occurred. It was noted that the et tube appeared to be kinked, so the lma-fastrach ett was removed and a conventional tube was placed. It was also reported that the patient may have been moved at the time of the ventilator alarm. There was no injury to the patient. The reporter also indicated that they did not know where the kinking was located on the tube, how the tube was adhered to the patient, or if the anesthesia circuit was pulling downward on the tube. The user facility returned the lma for evaluation. No further information is expected.